Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had been wearing a pod for 5 hours their blood glucose level had rose to 443 mg/dl. In addition it was discovered that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. The patient reports the pod infusion site was bleeding. As treatment, the patient administered insulin corrections, drank water and applied a new pod.

Manufacturer narrative:
The returned device was evaluated and the pod was received with the cannula deployed and needle retracted. After investigation of the needle mechanism, no issues were found that would result in a needle mechanism failure. The device ran for 686 pulses and was deactivated by the user. The pod was received with no evidence of blood on the device. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site.